Event description:
Delay of medication therapy during alarm condition reported. A pt was being transferred from a hosp ICU to a long term facility ICU located in the same building. The customer states that the pt "shouldn't have been moved when the pt was" because pt had low oxygen saturations and shallow respirations. The pt had been on a ventilator and was being ambu bagged to support respirations during the transfer. The pt was receiving "dopamine at 55ml/hr" (to be titrated to keep blood pressure above 88 systolic). Epinephrine 250ml at 30ml/hr, and vancomycin 1g every 24 hours. As the clinicians were moving the pt, the pt's blood pressure dropped, and resuscitation was started. While the pt was being transferred, the pumps were changed out to accomodate the different pumps used between the two facilities. When one of the above solutions was placed on the new pump, an unspecified alarm was received, and four tubing changes were required before the infusion could be resumed. The pt did poorly after the transfer, and the physician decided to stop the pt's dialysis treatment the next day because of this. The pt expired on 12/18. The customer stated that "it wasn't the move or the pump/tubing problem that caused the death.